Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. It was noted that the superior vena cava coil was stretched. The visual summary also noted damage from implant. (B)(4).

Event description:
It was reported that during implant attempt the lead had to be repositioned and when removed from patient, the integrity of the proximal end of the proximal coil was questionable. The lead was not used and a new lead was implanted successfully. No patient complications have been reported as a result of this event.